Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experiencing high blood glucose of 600 mg/dl. The customer said went to the emergency room and blood glucose went down to 400 mg/dl. The customer states the other day went to lunch and he started experiencing high blood glucose values of 400 mg/dl. The customer decline to trouble shoot for high blood glucose values. The pump will not return for analysis.